Event description:
Per the clinic, the device was explanted on (B)(6), 2014 due to extrusion of the device. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the clinic, it was reported the patient has a history of severe combined immunodeficiency (scid). This report is filed october 21, 2014.